Event description:
The customer received a blood glucose reading of 461mg/dl on the contour next link, re-tested on a different meter and the reading was 191mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer ended the call. Product was not replaced.